Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the nurse called after surgery had been converted for clinical reasons to report that intraoperative the error 23017 appeared. The surgeon had continued after recovery. Technical support engineer (tse) instructed not to use the system for the next surgery. Tse informed field service engineer (fse) that system is down. The procedure outcome was not provided and neither was the patient outcome.